Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor was providing unspecified high readings and he experienced sweating. Customer further reported having contact with paramedics, who obtained a reading of 2.4 mmol/l (43 mg/dl) on their meter and was treated with "normal glucose to raise the sugar level". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
A visual inspection was performed on the returned sensor patch. Observed sensor patch was properly seated in mount. Data was extracted using approved software. Sensor patch was in state 6 which is abnormal termination. Sensor patch was unable to be re-programmed. Further investigation confirmed an additional product issue that was reported by the customer. However, this product issue was not related to the reported adverse event. Therefore, it has been determined that no product deficiency was identified that would contribute to the reported high readings of the sensor scan as related to the reported adverse event.

Event description:
Customer reported the adc freestyle libre sensor was providing unspecified high readings and he experienced sweating. Customer further reported having contact with paramedics, who obtained a reading of 2.4 mmol/l (43 mg/dl) on their meter and was treated with "normal glucose to raise the sugar level". No additional treatment was reported. There was no report of death or permanent impairment associated with this event.